Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time period, when the item was produced. The visual inspection confirms wear and metal debris at the pe-plateau. The terminal is damaged by disconnected modular stem and femoral component. The investigation of distal femoral replacement confirms broken notches as well as a damaged extension buffer and worn pe bushing. The x-ray image confirms a disconnected taper of the femoral component and modular stem/ terminal before revision. The joint line does not appear parallel at this time. A bushing damage is to be anticipated due to the non-parallel joint line and by the damaged extension buffer. The bushing damage and the disconnected taper connection are results of overload and wear after 8 years of standing time. Due to missing information the circumstances of this case are unclear and the root cause is incomprehensible. The modular stem, patient data, post-operative x-ray images and surgery reports were not provided for investigation. The distal femoral replacement is indicated for revision arthroplasty due to juxta-articular bone defects, tumors and revision of loosened femoral prosthesis components by peri-/subprosthetic fracture. The waldemar link gmbh & co. Kg is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed.

Event description:
"The patient felt instability on his leg and it was necessary to reoperate" (careggi h.)

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) & co. Kg at the time period, when the item was produced. The investigation starts as soon as the complaint sample is available.

Event description:
"The patient felt instability on his leg and it was necessary to reoperate" ((B)(6)).